Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07649. It was reported that the patient did not have effective stimulation. Reprogramming was unable to resolve the issue. X-rays showed that the leads migrated medial and to the top of the c3 vertebral level. As a result, the leads were explanted and replaced with a single surgical lead on (B)(6) 2019, which addressed the issue.